Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a device targeting the left subthalamic nucleus experienced an increase in right-sided tremor, high impedance in the left lead, and device deficiency affecting left side stimulation, which required in-patient hospitalization. The patient underwent device reprogramming and a surgical intervention involving revision of the left extension to implantable pulse generator connection. The event was assessed as causally related to the device and not related to the implant procedure.

Event description:
Additional information was received: it was reported that. The event is ongoing as of (B)(6) 2025 and reprogrammed on (B)(6) 2024. There was also a left extension/ins connection revision performed on (B)(6) 2024. No other actions taken.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead, lot# unknown, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.